Event description:
It was reported that there was a critical alarm due to motor stall. The patient was hospitalized and surgical intervention was required and the pump was explanted. The patient had underdose symptoms. The patient outcome was reported as alive - no injury/no adverse event. The pump system was delivering morphine and clonidine. Additional information received reported that after replacement the patient received effective therapy.

Manufacturer narrative:
Product ID: neu_unknown_cath lot# serial# unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. The pump was received with a hard motor stalled that recovered during internal decontamination. There was significant residue and shaft wear on the lower shaft of gear 2. Shaft wear was also seen on the lower shaft of the rotor magnet; found significant residue on the jewel where the lower shaft of gear 2 inserts into the top bridge assembly. Analysis of the catheter revealed no significant anomaly found. The pump connector was damaged at explant. Only the suture ring portion was returned. The rest of the pump connector was cut off. This was likely done during explant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.